Event description:
It was reported that the powerseal would not complete cycle. This event occurred during a therapeutic radical nephrectomy, splenectomy, adrenalectomy, left hemi colectomy, and diaphragm repair procedure. The procedure was completed using another similar device. There was a five (5) minute delay. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation revealed no additional findings. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was traced to a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the powerseal would not complete cycle. This event occurred during a therapeutic procedure. The procedure was completed using another similar device. There was a five (5) minute delay. There are no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.